Event description:
The hospital reported that during unpacking for an endoscopic vein harvesting procedure, the vh-2000 scope washer tubing was broken. The c-ring was still attached to the c-ring slider. There was no patient involvement. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the device was received with the c-ring securely attached to the c-ring wire and the scope wash tubing broke. A detailed visual inspection of the broken tubing ends, show that they match and have signs of bending on both ends. The scope wash tubing movement was tested and it did not move from inside of the cannula. The non-moving scope wash tubing may have initiated the broken scope wash tubing at the c-ring. The reported complaint is confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.